Event description:
The rep confirmed that following explant both inss were discarded by the customer, therefore, will not be returned to the device manufacturer.

Manufacturer narrative:
Concomitant product(s): product ID :37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015. Product type: implantable neurostimulator. (B)(4). Initial phone number and fax number: (B)(6).

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature battery depletion occurred. Replacement of the implantable neurostimulators (ins) were required. Settings at the time of replacement were: left ins: 3.5v/90pw/160hz c+2- service: "ok" 2.77v right ins: 3.65v/90pw/160hz c+1- service: "ok" 2.71v therapy impedances: left ins: 979ohms 3.627ma right ins: 902ohms 4.072ma it was unknown which ins was the left and right. The issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.